Manufacturer narrative:
Lit ref: https://doi.org/10.1007/s00234-018-2085-2. If information is provided in the future, a supplemental report will be issued.

Event description:
From the literature article: a transbrachial cas technique with proximal protection by sheathless navigation of a 9-f balloon-guiding catheter with an outer diameter equivalent to a 7-f sheath was performed in 8 consecutive patients among 39 patients who underwent cas from april 2016 to june 2017. Medtronic devices such as carotid guardwire and spider fx were used during the procedure. Technical success was accomplished in all patients. One patient experienced a thromboembolic event, although no new neurological deficits were observed. A pseudoaneurysm at the access site, which required ultrasound-guided compression, occurred in one patient.